Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up because the biventricular pacing was "law". Upon initial interrogation, it was noted that the implantable cardioverter defibrillator had undersensing that was causing a high premature ventricular contraction. It was noted that the device had far r wave seen and as sensitivity was changed, it had caused the undersensing. Reprogramming changes were made. Another interrogation was performed hours later and it was noted that there was oversensing of far r which was causing inappropriate mode switching. No changes were made and the patient would continue to be monitored. The patient was stable throughout the interrogations.